Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08/30/2019. The field service engineer confirmed the reported problem. The field service engineer confirmed the reported problem and replaced the air flow sensor and exhalation valve assembly to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported at start up, during testing the device measured low tidal volume. The failure was discovered during pre-operation test; therefore unit will not be used on patient.